Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored two signal artifact monitor (sam) episodes. As a result, the respiratory rate trend (rrt) feature was disabled. Boston scientific technical services (ts) was consulted and assisted the health care professional (hcp) with turning back on the rrt sensor. No adverse patient effects were reported. At this time, this device remains in service,